Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No product fault could be detected. This is indicative of too much applied mechanical force, well beyond its calculated design applied during insertion. The reasons for shearing off may be different. The bore hole possibly was not drilled deep enough or the drill diameter was chosen too small (1.1mm are recommended). Please note; these special screws are very small and because of their delicate design a very careful handling is required. If patients bone is very hard, tapping the hole before insertion is recommended, even of the self tapping tip of these screws, in order to prevent such occurrences. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, it was discovered that the shaft of the screw broken. The patient had a middle phalanx fracture. The surgeon used mhs. When the surgeon inserted and tried to fix the screw into t-plate, the shaft was broken during the inserting. The surgeon tried to pick up the residue in the patient body, the shaft was broken again under the head during the picking. The surgeon extracted fixed screws and plate and fixed the fracture new internal fixation products. From the doctor¿s point of view the screw might be broken by a different direction stress from the drilling direction during the inserting. This is report 2 of 3 for complaint (B)(4).